Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. An exterior visual inspection was performed and passed. Boot and charge was performed and passed. Functional test was performed and passed. Common tool vibrate test was performed and passed. "Try it" test was performed and passed. Interior inspection was performed and passed. Alert test was performed and passed. Speaker was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.